Event description:
It was reported that after deployment of a stent in the sfa, resistance was encountered during removal of the delivery system. A balloon catheter was then advanced over the guidewire; however, resistance was encountered and the catheter was removed for inspection. Upon removal, approximately 12 inches of the inner catheter from the stent delivery system was noted to have detached and was stuck to the distal tip of the balloon. The detached inner catheter was removed from the balloon, which was used again to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.